Event description:
It was reported that when the patient was checked, after over a year without a device check, it was found that this implantable cardioverter defibrillator (ICD) recorded a code 1003. This is indicative of battery voltage too low for the projected remaining capacity. This ICD was removed and replaced. This product has not been returned. This report will be updated, should additional information be received.